Event description:
The customer contact reported the device touchscreen is nonresponsive. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the touchscreen was nonresponsive. No additional information was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility and found the device touchscreen was nonresponsive. The probable cause was due to the touchscreen being out of calibration and contamination on the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.